Event description:
As reported to coloplast though not verified, patient was implanted with pelvic mesh products. Later patient experienced mental and physical pain, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Although a coloplast device was cited in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.